Event description:
It was reported the alarm was ringing continuously even before the self-test ended. There was no patient involvement.

Manufacturer narrative:
B3 is unknown. One device was received for repair. The service history review identified no indication that the complaint was related to a service of the device within the view period. Visual inspection found no physical damage. Logs confirmed that there was a record of repeated power on/off, presumably caused by a beep sound as an alarm before the nda was finalized on may 10, 2024.there was a possible defective downstream or upstream sensor, and they were replaced. Functional tests all passed.